Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Additional device product codes are hsz, gfa and gff. Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an anterior cervical discectomy and fusion (acdf) procedure, the physician assistant placed the drill bit through a drill guide, outside of the patient, and the drill bit tip broke off. There was no harm to the patient and no fragments fell into the patient. The surgery was completed with no surgical delay. The patient's post-surgical outcome was reported as "fine." This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Product investigation summary: the returned 3.0mm drill bit with stop (part 324.14 / lot u207086) is used with 4.5mm lcp condylar plate procedures and cslp variable angle procedures. The drill bit was received with nearly 10mm of its tip broken off. Other than the broken tip, the remainder of the drill bit was in decent condition and did not seem heavily used. The returned drill bit was manufactured in august, 2014. The relevant drawing was reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. No non-conformance reports were generated during production of the returned part. Review of the device history record showed that there were no issues during the manufacture of the products, which would contribute to the complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. The complaint description stated that the physician assistant placed the drill bit through a drill guide, outside of the patient, and the drill bit tip broke off. Considering the details of design change and what caused the design change, it is possible that the drill bit tip broke due to the cumulative effect of being exposed to unintended off axis forces stemming from interference with the drill guide. If the returned drill bit was not allowed to be used smoothly with the drill guide, it could cause surgeons to experience difficulties during surgery, which could subsequently prevent the instruments from being used as intended. Considering the short life span of the part, and the condition of the remainder of the drill bit, it is most likely that the complaint condition occurred due to an unintended circumstance and is not due to normal wear. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.